Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation, after implantation the scratch was noticed on the iol. The lens was removed during initial procedure and replaced with company lens. The procedure was completed on same day. There was no impact to the patient.